Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterovaginal prolapse, rectocele and cystocele. The patient underwent partial removal of mesh on (B)(6) 2010 due to pelvic pain, bleeding and erosion. The patient underwent removal/further mesh excision on (B)(6) 2012 due to pelvic pain, dyspareunia and erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced generalized pain to lower abdomen, abdominal bloating, feels like bladder falling out of vagina, urinary incontinence and urgency and anal pain. It was reported that patient underwent partial mesh removal in (B)(6) 2010 due to foul odor. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.